Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain/rupture. (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with a 350cc mentor memorygel breast implant experienced left sided breast pain and left sided rupture post procedure. The breast pain began immediately postoperatively and worsened over the past few months. Magnetic resonance imaging and physical examination was used to find the rupture. As a result, implant replacement is planned for (B)(6) 2020.